Manufacturer narrative:
The complaint of a leak was confirmed from the circumstantial evidence that was observed on the two photographs that were provided for investigation. One photo showed a 22g insyte autoguard IV catheter with evidence of use. What appeared to be blood residue was visible throughout the IV catheter. Some blood residue was visible within the packaging. Leakage from the catheter tubing can occur from needle puncture damage; however, the root cause could not be determined. The leak site could not be characterized since the physical sample was not returned for microscopic examination. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The customer provides a copy of an "FDA form 3500 for health professionals" which does not contain a medwatch/medsun identification number.

Event description:
Brief description of the incident along: nurse went to place a 22g IV on patient and upon inserting the needle into the skin, blood was pouring out of where the catheter meets the blue plastic piece. No harm to the patient.